Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. Add'l info was received in a f/u phone call on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was exchanged. In a f/u phone call with the surgeon's office, it was reported that the lens was exchanged for a monofocal lens due to the pt's inability to adapt to the iol. The pt had reported depth perception problems. Add'l info has been requested.